Event description:
It was reported that on (B)(6) 2024, a 25mm epic max valve was chosen for implant. During procedure, the surgeon sized for a 25mm valve correctly, but the valve did not seat on the annulus properly. A new 23mm epic max valve was chosen and completed the procedure while the patient was still on bypass. There was no reported adverse event occurred. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve was not fitting on the annulus while parachuting the device after the annulus was sized for a 25 mm valve was reported. A returned device assessment, to see if there was any anomalies with the valve could not be performed as the device was not returned for analysis. A 23 mm mechanical heart valve was successfully implanted. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the inability to parachute the 25 mm valve into the annulus could not be conclusively determined, but is consistent with the over sizing the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.